Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when using a bd¿ microset vented ard ap ss, the flow rate was not accurate, "patient experience fluid overload". There was no report of exposure or medical intervention.

Manufacturer narrative:
Correction: the initial MDR 441490, MFR. Report # 2243072-2018-00395, indicated an investigation would be reported. This complaint was opened in error and was re-opened in the correct complaint management system, reference (B)(4) and (B)(4). No additional information or investigation will be presented here.

Event description:
It was reported that when using a bd¿ microset vented ard ap ss, the flow rate was not accurate, "patient experience fluid overload". There was no report of exposure or medical intervention.